Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegations was confirmed. The evaluation found the following: due to damage on scope connector, a noise image occurs; nozzle has foreign objects; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; due to wear of angle wire, the play of upwards/downwards knob is out of the standard value; adhesive on bending section cover or distal sheath rubber has a chip; adhesive on bending section cover or distal sheath rubber has a crack; adhesive on bending section cover or distal sheath rubber has a white-clouded area; switch1 has a scratch; image guide protector is damaged; objective lens has a crack; adhesives around objective lens has white-clouded area; light guide has a crack; adhesives around light guide lens has white-clouded area; distal end cover has a dent; connecting tube has a scratch; flexibility adjustment ring has a scratch; universal cord has a scratch; protector of universal cord on scope connector side has a scratch; and connecting tube has a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that evis lucera elite colonovideoscope, had image defect. The issue occurred during the the procedure. The procedure was unknown. There were no reports of patient or user harm associated with this event. The device was returned to olympus for evaluation, and the evaluation found that a foreign object came out of the nozzle. This report is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material in the observed in the nozzle could not be identified and a definitive root cause of the issue could not be determined, as there was no observed deformation that might result in the retention of foreign material and no additional facility device reprocessing information was reported or available, however, the issue was likely the result of insufficient device cleaning/reprocessing. The issues may be detected/prevented by following the instructions for use sections below: instructions, operation manual of gif/cf/pcf-290 series chapter 3 preparation and inspection. Instructions, reprocessing manual of gif/cf/pcf-290 series chapter 5 reprocessing of the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.